Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was capped/abandoned due to a physical damage of the lead insulation. The lv lead had out of range impedances and would no longer capture at highest outputs. A new lead was implanted at the same surgical intervention. Also, the pacemaker device was explanted due to normal battery depletion. No additional adverse patient effects were reported.